Manufacturer narrative:
This notification is being reviewed due to information previously reported of a user of an everflo device with an allegation of burned plug. There was no report of flames, smoking, melting or warping. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. The service technician observed the power cord is burned, sieves were clogged, and the spring kit is rusty. The inlet filter will be replaced due to preventive maintenance. The device is still under warranty. The device is being sent to the pil (product investigation lab) for further review. An additional report will be sent when/if further information is received. Updated: manufacturer information tab: section h: evaluation method updated. Evaluation results updated. Component code updated. Conclusion updated.

Event description:
This notification is being reviewed due to a user of an everflo device with an allegation (s) of burned plug. There was no report of flames, smoking, melting or warping. There was no serious patient harm or injury. There was no medical intervention reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.